Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found an intermittent history of an illuminator current error in the event logs. Additionally, it was reported that the camera had difficulties tracking at the far end of the field of view. Physical damage to the housing that would not affect functionality was also noted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the positioning sensor unit (psu) of the navigation system amber fault light was illuminated. It was noted that the camera was still tracking. It was reported that the issue occurred in the spinal application software but not the cranial application software. Running ndi tools did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.